Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the full radius platinum bonecutter 5.5mm had metal debris. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned in unopened/sealed original packaging with the batch number of the complaint on the labels. The color and magnet scheme of the devices matches the print. Red lubricant is present at the tip of both the inner blades. There are no signs of metal debris or any other defect on the inner or outer blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.